Manufacturer narrative:
Date of event/concomitant medical products: the event occurred on an unspecified date of (B)(6) 2022. Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "a piece" was missing on an unspecified line of three (3) homechoice cassettes which resulted in a leak. This was observed during setup and preparation for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.